Event description:
Received info stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was impacted.

Manufacturer narrative:
Additional reported info from the customer indicates customer believes mattress pad warmer was causing the pump to get really warm at night, causing occlusion alarms. No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted.